Manufacturer narrative:
During service, the beckman field service engineer (fse) removed the rear of the instrument and disconnected the cap piercer vacuum line going to the mailbox. The fse verified there was proper vacuum at that point. The fse then flushed the vacuum line at the quick connection which established proper vacuum all the way to the valve on the piercer. The quick connection fitting was flushed to remove the obstruction causing vacuum failure. The cap piercer was primed multiple times with no issues. Instrument resumed operation. (B)(4).

Event description:
The customer reported the cap piercer was not vacuuming up water during cleaning of the blade wash on their unicel dxc 600 pro synchron clinical system. The water was contained to the cap piercing area and did not drip on the top of the tubes. The operator wore a lab coat, gloves and eye protection while troubleshooting. No one was harmed. The customer indicated that the water had not dripped inside any tube to cause erroneous results to be generated. The customer disabled the cap piercer.